Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that at the post-op appointment, impedances were checked, and the rep noticed electrode 7 was unable to be used. The rep noted that during the operation, there were no issues and all connections were good. There were no factors reported that might have led or contributed to the issue. In the end, electrode 7 was not used and impedances did not cause any issue with the therapy. No surgical intervention was planned, and the patient was alive with no injury at the time of the report. There were no further complications reported or anticipated.